Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event device evaluation: visual inspection shows evidence that one of the tips is broken off. Additional visual inspection shows a void in the broken off tip. Note: there did not appear to be any evidence of tool marks. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use, the customer reported the tip of the cardioblate gemini broke. The product was replaced. There was no adverse effect to the patient. Additional customer information: the breakdown occurred directly during ablation. The doctor put an electrode on the left pulmonary veins. They completed 10 applications for 45 seconds each. After each application, he unclenched the gemini branches, slightly shifted it relative to the previous position and carried out the next one. At the end of 10 applications, the doctor removed the electrode from under the heart and found that the tip of one of the branches broke off. The tip remained fixed in the blue conductor.